Event description:
Wus tech (B)(4) co., ltd. Is the manufacturer of the device which is a three-wheeled power mobility device, and (B)(4) healthcare is the initial importer of the device. The product has not been returned for evaluation. The end-user confirms that there is nothing wrong with the device, however she wants a four wheeled scooter as replacement. The three-wheeled scooter tipped over while user was checking her mail. She was riding down an incline and the device fell on top of her. She broke a rib. She confirmed that nothing is wrong with the scooter she wants a replacement since she believes she should have been given a four wheeled one in the first place.